Event description:
It was reported that the external pulse generator had a damaged case. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the upper and lower cases were broken and also found that the high rate cover was missing, the battery drawer, two side bail covers and the ring cover were broken and that one side bail was missing. (B)(4).